Manufacturer narrative:
This device was reported to be available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information has been requested but has not yet been provided but will be submitted within 30 days upon receipt.

Event description:
The customer said as soon as they inflated a 5x4 40cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon it went down. They looked and there was a small hole in the balloon. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
As reported, as soon as a 5x40mm 40cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon was inflated, ¿it went down.¿ after removal, a small hole was noted in the balloon. There was no patient injury. It was not difficult to take out of the hoop. It was not difficult to pass through the vessel. There is no patient information. The device was not returned for analysis. A device history record (DHR) review of lot 17711118 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
The customer said as soon as they inflated a 5x40mm 40cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon it went down. They looked and there was a small hole in the balloon. There was no patient injury and the device will be returned for analysis. It was not difficult to take out of the hoop. It was not difficult to pass through the vessel. There is no patient information. A non-sterile powerflex extreme 5x4 40cm was received coiled inside of a clear plastic bag. Product was unpacked to be visually inspected. The device shows traces of blood indicating that it was clinically used. The balloon was received without be inflated. No damages or anomalies were observed nor at the balloon neither at the rest of device. Functional test was performed, and an inflator/deflator device was attached to the hub. The balloon leakage test was done by applying pressure with the inflator/deflator device in order to reach the nominal pressure. The balloon did not get inflated as expected due to a leakage condition at the balloon proximal section that was detected. The device was sent to sem analysis to determine the cause of the leakage noted. Sem analysis results show a rupture on the balloon¿s surface. The external surface of the balloon did not present evidence of damage near to the balloon rupture. A balloon material bending condition towards inside the balloon was clearly observed at the rupture. The internal surface of the balloon at the rupture showed evidence of balloon material bending condition upwards from outside to inside the balloon. The damage was found at the area where the marker band is located. The damage matches to the shape of the proximal marker band suggesting a marker band and balloon material interaction. This internal surface section of the balloon rupture presented evidence of abrasions, scratch marks and elongations at the surrounding areas of the damage. Nonetheless, the proximal marker band was analyzed, and no evidence of damages was found. The abrasions, scratch marks and elongations on the balloon¿s damaged areas suggest that the damaged balloon area was induced to stretching/pulling events that exceeded the material¿s yield strength causing the rupture. No other issues were noted during sem analysis. A device history record (DHR) review of lot 17711118 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed due to the technical definition of a burst, however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The root cause of the rupture found could not be conclusively determined during the analysis. Based on the information available for review, handling factors may have contributed to the leakage/rupture found as evidenced by the elongations, abrasions/scratch marks and bending noted at the area of the material rupture. According to the IFU, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.